Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alert or alarms due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018; (B)(4). Cust was unable to do t/s on his issues, he insisted on replacement pump. Complaints text (B)(6) 2018, (B)(4). Initial notes: need a replacement pump, 630g the battery runs out in a day. Low battery alert. Bg-480 declined to t/s on his pump (B)(6) 2018, weight - (B)(6), inquired what led up to the complaint. Customer response: trying to use the pump display: flashing, white, or blank t/s per (B)(4). Item - 'advise customer to disconnect from the pump at the quick release' reason not completed - no even using it . Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. Explained possible causes of a blank display. Customer's outcome pertaining to the complaint: will send replacement pump and sending it back to us additional notes: blank display ship: mmt-1715k / return: mmt-1715k reason for return: blank display.